Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed occasional pacing impedances of greater than 2000 ohms on a competitor's right atrial (ra) lead. An intermittent fracture and/or a position problem was suspected to be the cause. Pacing and sensing were good. An x-ray was ordered. There were no adverse patient effects reported.

Manufacturer narrative:
Available information indicates that the device remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.